Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. In 2004, the pump was programmed at an unspecified time to delivery hydromorphone 0.5mg/ml instead of the intended concentration of 2mg/ml in the pca+continuous mode, with a 0.5mg/hr continuous rate, a 0.5mg pca dose, a 30 min pt lockout, and no 4 hr limit. In 2004 at 0900, the nurse requested a new vial from the pharmacy. The pharmacy staff "wanted to know why the other vial was done so soon." The customer contact stated that the pt had reportedly received 34mg more than the intended amount. There were no reported adverse pt effects. No medical interventions were required. The pt "tolerated it well, and reportedly received add'l pain medication by mouth after the event. The pt has since been discharged from the facility. Though requested, no add'l info was provided.